Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-05253; related manufacturer reference number: 1627487-2022-05254. It was reported that the patient experienced bowel incontinence. As such, the patient turn the scs system off and has not used therapy since. Reportedly, the patient¿s ipg in inoperable due to not charging for an extended period of time. As such, surgical intervention may take place at a later date to address the issue

Event description:
Additional information received indicates that surgical intervention took place wherein the scs system was explanted on an unknown date which resolved the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that surgical intervention had not taken place. Surgical intervention may take place at a later date.